Event description:
Continuous renal replacement therapy (crrt) was in recirc mode. The machine alarmed air in line. There was no air present but there was obvious sediment present. A hand crank was used to move the sediment past the air leak detector and then the machine went into "general system failure." The circuit was taken down, data was downloaded and a new circuit was placed.